Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: 231008 error messages on a patient. Summary: tf 231008 o2 valve leak using hpo.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Manufacturer narrative:
Investigation ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. The 231008 error messages occurred during ventilation of a patient. Patient was bagged. No harm reported. The event did not cause or contribute to a death or serious injury to a patient. The log files confirmed that technical event (te) 231008 was logged. Ventilation continued. The root cause of the event was determined to be a defective o2 mixer assembly after replacing the o2 mixer assembly, the device was released back into use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: 231008 error messages on a patient. Summary: tf 231008 o2 valve leak using hpo.